Manufacturer narrative:
H6: corrected the following: health effect - clinical code, impact code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions. The reason the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and/or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
Pending investigation. These devices are used for treatments, not diagnosis. There is no other information available. Concomitants: 10 0020 13 044 a10007 - gps knee implant kit, 2754032 200-02-35 - three peg patella 35mm, 2856791 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t, 2901721 02-010-03-0240 - logic cr femoral cem, left, sz 4.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2014 and then experienced a revision surgical procedure on (B)(6) 2023 approximately 9 years after initial implant. There is no device information provided. No other patient information / medical history reported. No images of the devices are provided. The device will not be returned. There is no other information available.